Event description:
It was reported that in the last month or so, the patient had been having a lot of ¿problems¿ with her sciatic nerve, so she had been using the patient programmer a lot more. There was a communication problem. The patient placed her antenna over the implant and pressed the start charge button and observed the reposition antenna screen. This was the first time the patient had observed that message. According to the patient, the recharger antenna was right over the implant. The patient was not feeling stimulation. The patient first said she stopped feeling stimulation the day before yesterday. However, she then said a couple of days before that. The patient had been keeping stim on 6.50. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).